Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during when the surgeon attempted to place a lateral femoral nail (lfn) into the patient¿s bone, the nail could not be moved into the optimum position. The surgeon checked the standard insertion handle and found it was broken. The surgery was delayed by 30 minutes due to the reported issue. This report is for one unknown lateral femoral nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient information was not provided by reporter. There is no allegation of a complaint against this device; however, because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. The reported event required medical/surgical intervention to preclude permanent damage to a body structure. This report is for one unknown lateral femoral nail. Part and lot numbers were not provided by reporter. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.